Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plumset 0.2 filter clave y-site 104 inch ndehp where an unspecified chemotherapy was noted to be "bubbling out of the filter" onto the patient bedding. The chemotherapy was stopped and unhooked from the patient's peripherally inserted central catheter (PICC). The bedding was changed and the patient's hands were cleansed as the patient had touched the wet bedding. It was also reported that the chemo was cleaned up from the patient and bed as per protocol. There was no detected crack in the filter and there was no detection of any hole, cut, tear or any defect in the product. There was no report of harm or adverse event.